Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that 1467 days after a coronary stenting treatment procedure the patient experienced dyspnea and required target vessel re-intervention (tvr). The target lesion was a 2.75 mm, 7% stenosed, 11mm long portion of the mid right coronary artery (mid rca). The target lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte study stent deployed at a maximum pressure of 14 atm. Residual stenosis was 0%. There were no reported complications and the patient was discharged the next day on protocol doses of clopidogrel and aspirin. At 1467 days after the index procedure, the patient was hospitalized for increasing dyspnea on exertion. At that time, the patient underwent angiography without revascularization, the patient was hospitalized for progressive coronary artery disease. In 2008, the patient underwent coronary artery bypass grafting. It is unknown which vessels were bypassed.